Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No pump was returned for analysis. Data logs indicate console was the issue (please see sister record "23-17789-2" for automated impella controller (aic)). The root cause of the optical signal issue could not be determined, as no problem was identified.

Event description:
The complainant had a cp pump in use to support a patient undergoing high-risk percutaneous coronary intervention. During support, a placement signal unknown alarm was present. The alarm was silenced by disabling the placement signal audio. The pump remained in use to provide continued support. No harm or injury was reported.